Event description:
Home pt reported "she felt it filling again," clamped line, and performed a manual drain. No alarms noted and home pt states she did not press bypass. Health care professional reported home pt reported she woke up in dwell 7 of 9 and felt very full. Home pt rec'd 2900 mls in manual drain. Home pt states this has happened before but home pt unable to recall when. Health care professional stated there was no med intervention necessary.

Manufacturer narrative:
In april of this year, baxter healthcare personnel met with FDA to investigate overfill issues associated with peritoneal dialysis cycler devices. This committee determined that user errors contributed to these incidents. These user errors resulted in overfilling of the peritoneal cavity due to free flow of fluid as well as improper delivered fill volume. As a result of co's interactions with the FDA, co reviewed the homechoice system and modified the pt at-home guide to increase awareness of those aspects of therapy where there is potential for user error which could result in an overfill event. Co has also taken this opportunity to re-emphasize the importance of carefully monitoring pt who report abdominal discomfort or who are unable to communicate essential info during treatment. The following info is intended to remind users of homechoice of important procedural info to refer to when programming, setting up and using the homechoice. Adhering to these recommended procedural guidelines will prevent uncontrolled flow of fluid from one bag to another and/or to the pt. Uncontrolled flow of fluid could result in a pt being overfilled with solution. An overfill may result in a feeling of abdominal discomfort, and in some cases may cause injury. Add'l care should be taken for those pt not able to communicate essential info to the caregiver during treatment. If any pt or pt caregiver suspects the pt has been overfilled, press stop immediately, arrow down and initiate a manual drain.